Manufacturer narrative:
Device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that five - six infusion set cannulas were bent. The high blood glucose levels were treated with correction injection via multiple daily injections. The patient noticed the symptoms of three events were within 3 hours of insertion and the other (approximately) three were in use for 4-5 hours in abdomen. Patient's blood glucose level was 300-350 mg/dl, therefore, patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.